Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case has failed visual testing. All the returned test strips had discolored pink confirmation dots. If any add'l info is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.